Manufacturer narrative:
Device received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow keypad traces. Unable to perform any tests due to button unresponsive.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer¿s other blood glucose value was 300 mg/dl, 440 mg/dl. The customer treated high blood glucose value with insulin pump. The customer stated infusion set had air bubbles. The insulin pump will be returned for analysis.